Event description:
It was reported that the tip of the tapper was crushed. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visual and optical examination of instrument confirms tip of the tap is cracked and splayed in multiple locations; the cracks are ~2mm in length. Tip splay or trumpeting effect is indicative of off-axis use of the tapping instrument with respect to guidewire. The observations are consistent with inappropriate surgical technique, due to off-axis use of tap with respect to guidewire. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.